Event description:
It was reported that during use the implantable pacing lead (ipl) exhibited impedance and the pacing threshold gradual increase during the period of (B)(6) 2016 to (B)(6) 2017. The lead impedance had been increasing in unipolar and bipolar mode. The ipl was explanted and replaced. It was also reported that the implantable pulse generator (ipg) was explanted and replaced for alleged failure due to threshold increase. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.